Event description:
It has been reported to philips that the azurion system did not fully boot up. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that suite pc was not booting up properly. Review of system log files showed that there was an issue with geometry hardware. The engineer reinstalled the software which eventually solved the issue, but the diagnostics tool recommends replacing the suite pc. As a preventive measure, the engineer replaced suite pc and hard disk. After replacing suite pc, hard disk and reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.